Event description:
The user reported that the defibrillator would not charge. There was no harm to a pt. Tests on the unit disclosed that it would charge, but would dump the charge as soon as charging was completed. The problem was caused by a leaky transistor q13 on assembly. The cause of the transistor failure could not be determined. It appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.